Event description:
Attempted to remove io from a patients tibia this morning using a luer lock syringe with a twist and pull technique. When the hub came off the needle. We therefore resorted to some orthopaedic pliers to remove the needle.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Attempted to remove io from a patients tibia this morning using a luer lock syringe with a twist and pull technique. When the hub came off the needle. We therefore resorted to some orthopaedic pliers to remove the needle.

Manufacturer narrative:
Qn# (B)(4). A DHR review could not be performed since no lot number or sales history was available for this customer. The customer returned one ez-io 45mm needle cannula and hub. Visual inspection revealed the hub was separated from the needle cannula and there was evidence of adhesive residue on the hub. The complaint is confirmed. The proximal end of the cannula was severely damaged and crushed. Per the customer report, the proximal end of the needle cannula was crushed when the end user used an orthopedic instrument to remove the needle from the patient after the hub detached. The sample was sent to the supplier for furher evaluation. The outer diameter of the cannula hub was measured to be 0.751 inches which is within the specification requirements of 0.745 - 0.755 inches per cannula hub drawing 5159 rev 13. With tfx ID: (B)(4). The outer diameter of the cannula was measured to be 0.072 inches (micrometer: ref-002750) which is within the specification requirements of 0.071 - 0.073 inches per cannula drawing 1338 rev a. The sample was sent to the supplier for further evalation. According to the supplier, analysis of the manufacturing records could not be performed since no lot number was provided. Further analysis confirmed that there was evidence of glue adhesive inside the hub which is indicative of proper needle set assembly. They observed that the needle cannula was from cavity 7. The supplier analyzed all ncrs initiated in the past year to see if any ncrs were issued that are associated to the cavity; no ncrs were initiated. The supplier also noted that there was a bend in the needle cannula, which if done during the removal of the cannula needle, could cause the cannula hub to detach from the needle. However, since it cannot be determined if the cannula was bent prior to the hub detaching or during the use of the orthopedic instrument, the root cause cannot be determined based on the available information. Cannula hub drawing 5159 rev 13. Was referenced for design specification requirements. Cannula drawing 1338 rev a. Was referenced for design specification requirements. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break." Corrective action is not required at this time as the root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature. The complaint is confirmed. The hub was returned separated from the needle cannula. There was also severe damage to the proximal end of the cannula as it was returned crushed. Per the customer report, it appears that the needle was crushed when the nurse used an orthopedic instrument to remove the needle cannula from the patient. The sample was sent to the supplier for further evalation. According to the supplier, analysis of the manufacturing records could not be performed since no lot number was provided. Further analysis confirmed that there was evidence of glue adhesive inside the hub which is indicative of proper needle set assembly. They observed that the needle cannula was from cavity 7. The supplier analyzed all ncrs initiated in the past year to see if any ncrs were issued that are associated to the cavity; no ncrs were initiated. The supplier also noted that there was a bend in the needle cannula, whi ch if done during the removal of the cannula needle, could cause the cannula hub to detach from the needle. The IFU (8087a) states, "do not rock or bend the catheter. Improper technique may cause catheter to break." However, since it cannot be determined if the cannula was bent prior to the hub detaching or during the use of the orthopedic instrument, the root cause cannot be determined based on the available information. Teleflex will continue to monitor and trend on complaints of this nature.